Manufacturer narrative:
Stryker has received the device for investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device became unresponsive and failed to deliver a shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device became unresponsive and failed to deliver a shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the reported issue was determined to a faulty therapy pcba. Stryker replaced the device's therapy pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.